Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass procedure, while in the gastrotomy, the component disengaged. The surgeon documented after surgery that that they cut strings and removed tubing, and upon inspections of the pouch, anvil was not found through gastrotomy and anesthesia reported resistance. The anvil of the orvil was found in the oropharynx and was retrieved by endoscopy with no damage to esophagus.